Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Manufacturer narrative:
The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. Functional testing revealed that (B)(4) and (B)(4) contained a faulty cell pair, which likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue.

Event description:
Approximately two years and two months post hvad implantation, it was reported that the patient experienced power switching from one port to the other earlier than expected. All the batteries were replaced. There was no reported patient injury as a result of this event. Preliminary review of log files revealed a loss of power near the reported event date investigation is ongoing.